Event description:
Additional information received on 2/4/2026 for report mw5181383 to update the manufacturer to medtronic, inc.

Event description:
It was reported that the lead was capped due to product performance issue. The lead is no longer in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).